Manufacturer narrative:
The pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device, and it passed. Unable to perform the occlusion or excessive no delivery tests due to the motor error alarm. The pump also had a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a motor error alarm on the insulin pump while trying to fill the reservoir. The customer's blood glucose was 269 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer does not use the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.